Event description:
Customer reported prior instances of an issue when flushing the arterial line. It was impossible to pull, but there was no problem to push. No specific event details or patient information was available.

Manufacturer narrative:
Qn# (B)(4). The customer returned two, unopened cs-15123-f kits for analysis. As the customer reported that the observed defect occurred "during use", it can be concluded that the returned kits are representative samples. The kits were opened to analyze the cvc catheters. Visual analysis did not reveal any defects or anomalies of any kind. The catheter body length from the juncture hub to the distal tip (on both catheters) measured 215mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter (on both catheters) measured 3.96mm, which is within the specification limits of 3.96mm-4.06mm per the catheter extrusion product drawing. The returned arrow raulerson syringe (ars) was filled with water and attached to the extension lines from both catheters. The syringe barrel was compressed, and water was observed exiting the respective skive holes at the distal end of both catheters. No blockages were encountered. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". Per the customer report that "it was impossible to pull, but there was no problem to push", the syringe was also used to draw air through the extension lines. No blockages were encountered. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed. The report of a blocked catheter was not able to be confirmed through complaint investigation. Visual/dimensional/functional analyses did not reveal any defects or anomalies on the returned samples. Additionally, a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined at this time as the actual catheter involved with this complaint was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported prior instances of an issue when flushing the arterial line. It was impossible to pull, but there was no problem to push. No specific event details or patient information was available.

Manufacturer narrative:
(B)(4).